Event description:
Per the clinic, the patient developed an infection at the abutment site. Subsequently, the patient was treated with oral antibiotics (date not reported).

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
(B)(4). This report is filed february 15, 2016. The implanted device remains.